Manufacturer narrative:
It was reported that the patient has excess laxity on the lateral side of the their knee and required poly inserts of a different thickness. The surgeon could not provide a cause for the laxity but noted that the implants were well-fixed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has excess laxity on the lateral side of the their knee and required poly inserts of a different thickness. The surgeon could not provide a cause for the laxity but noted that the implants were well-fixed.